Event description:
It was reported that during a procedure the patient experienced unintended stimulation from the device which looked similar to muscle spasm. The nurse had just switched the device over to motor and had not pressed start or any other buttons when the event occurred. The procedure was completed. There were no adverse consequences, no procedural delay and no medical intervention reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.